Event description:
It was reported that, upon interrogation while preparing a pump for a case, the reporter received messages stating that the pump was in shelf-state and a non-critical pump memory error had occurred. It was indicated that the alarm was not heard, but was confirmed by telemetry. The reporter did not feel comfortable using the pump for the procedure, so another pump was to be used.

Manufacturer narrative:
(B)(4).